Event description:
Literature was reviewed regarding ¿the role of platelets and aneurysm thrombus in the evar post implantation syndrome¿ the time frame of this study was over a 2 year period. The aim of this study was to assess the platelets¿ role and the influence of aneurysmal sac thrombus volumes in the development of post-implantation syndrome. 76 patients who were treatedwith an evar were included in the study. Endurant and non-mdt stent grafts were implanted in the patient population. The following adverse events occurred: post implantation syndrome, fever, hematoma, intervention no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information from a journal article entitled: " the role of platelets and aneurysm thrombus in the evar post implantation syndrome¿ seretis k, lazaris a, kakisis j annals of vascular surgery 2024; 108: 375¿384 https://doi.org/10.1016/j.avsg.2024.05.024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.